Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging the keypad rubber on the pump was peeling off near the ok button on the bottom. The patient denied keypad button malfunction, moisture or trauma to the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. This complaint is being reported due to the allegation of keypad damage.

Manufacturer narrative:
Follow-up # 1, (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was confirmed to be lifting and peeling below the ok button extending through the up arrow, exposing the button contacts. Testing confirmed all keypad buttons were functional. Contamination was found under all button contacts.